Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It appeared that the ipg was slipping in the old pocket site. The patient underwent a revision procedure wherein the ipg was repositioned and moved to a more stable site. The patient was reportedly doing well postoperatively.